Manufacturer narrative:
The insulin pump was received with failed self test alarm during the self test and was unable to communicate to glucose sensor simulator and test glucose meter due to faulty component on the radio frequency board. The device passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, and unexpected restart error tests. All operating currents tested within the specification range and passed the off no power test. It was also received with cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window.

Event description:
The customer reported via phone call that the transmitter was not communicating with the insulin pump and they were receiving lost sensor alerts. Blood glucose at the time of the incident was 181 mg/dl. During troubleshooting, the customer reported that the alarm history showed a failed self-test alarm. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The insulin pump was returned for analysis.